Event description:
Error 6150 occurred when connecting sound star eco catheter. Although the sales representative suggested the physician to replace the catheter for merge, brocken-brough was performed first because the images were visible. However, after brockenbrough, the patient's blood pressure suddenly dropped, and the echocardiogram revealed an effusion, so drainage was performed. Since the procedure was discontinued as it was, no action was taken to resolve the ss event. Timing: error 6150: immediately after connection. Effusion: 30 minutes after the start of the procedure. How to complete the procedure: since the adverse event occurred before the ss was replaced, the procedure was terminated without taking any action to resolve the event. Description of health problems: cardiac tamponade progress : after bb was performed, blood pressure dropped and pericardial effusion was observed, so drainage was performed. The patient's condition was then stabilized and the patient was returned to the room. Physician's judgment on health hazard: non-serious (moderate/minor). Causal relationship with the product : unknown. The physician's opinions on the relationship between the event and the product (comments): the physician believed that when the beeat was inserted through the neck, it pierced the right ventricle. (This comment was obtained from a conversation between the physicians. No direct reference to bw sales representatives.) This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).